Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745ac (serial: (B)(6)); product type: 0001-accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reached out via email stating they their battery would not recharge and that they need a new battery. Patient was told to call into patient services.  Additional information was received from the patient. Pt called back about this issue, and says that they charged up controller all night and then in the morning the controller was a blank screen. They said about a week ago they found the controller wouldn't charge, and said they haven't used stimulation in "probably 6 months". Pt tried resetting controller which didn't resolve. Pt says green light does come on the ac power cord. Pt took battery pack (bp) out and plugged ac power into controller but screen wouldn't come on. During the call the pt put aa batteries in controller and the screen still did not come on. Emailed repair to send replacement controller. Additional information was received from the patient. Pt called back stating they received the controller replacement because it was not coming on with aa batteries. Pt said their aa batteries must be old because the new controller came with aa batteries and it powered on. Pt reported the battery pack was still not charging. An email was sent to repair to replace the battery pack.  Additional information was received from the patient. Pt called back stating they got a new controller and new controller battery. When the controller battery came it turned the controller on but now it would not turn on or charge. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on. A replacement ac power supply was sent to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). Pt received the controller, battery and cord and now pt is getting no device found. Pt said they had not used the device in a while. Pt tried charging last week and got no device found. Pt repositioned antenna. On the call instructed pt to go to passive recharge mode. Called pt back and pt confirmed they were able to get to normal charging screen. Troubleshooting resolved the reported issue.

Manufacturer narrative:
H3: product ID 97745 ,lot# serial# (B)(6) was returned for product analysis. Analysis found the connector support was broken causing connection/charge issues. The case also had broken stim button bosses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.